Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold and wear abrasion. A microscopic analysis was performed which identify crease sharp opening on radius. Based on the device analysis the final assessment is a creased sharp opening on radius due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with devices.

Event description:
Healthcare professional reported "bilateral rupture event noticed during explant due to patient request." This record is for the left side. Device has been explanted.